Event description:
On 4th august, 2022 getinge became aware of an issue with one of surgical lights - volista access 600. It was stated the dust cover has fell from spring arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The initial reporter: the electromedical technician of the hospital. Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - volista access 600. It was stated the dust cover fell from spring arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. According to the information provided by getinge technician, missing part was fitted and the device was returned to use. Based on the information collected, it was established that when the event occurred, the surgical light did not meet their specification, since the missing cover could be considered as technical deficiency, and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing reportable events for this type of issues we were able to establish that the received incidents of missing covers or their particles on volista surgical lights occur at a very low ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. As stated by the subject matter expert the metal spring arm¿s metal cover (dust cover) came out and can fell off the device. Performed investigation allowed to distinguish possible root causes for this malfunction: ¿ non-conformity of the metal covers assembly. ¿ degradation of the metal covers. ¿ improper use (collision with another device). However, taking into account the fact that the device was installed less than year ago and no maintenance has been performed yet, the root causes regarding maintenance and degradation of the metal covers can be ruled out. Therefore, the most likely root cause is user error. Maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file ((B)(4)) to include this dust cover fitting procedure in the technical documentations with all spring arms. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any action at this time.